Event description:
It was reported that a cartridge alarm occurred during insulin delivery with multiple cartridges. Customer¿s blood glucose level was 109 mg/dl. At the time of the call with tandem technical support, customer did not have a backup method of insulin delivery. Customer declined further follow up and troubleshooting from tandem technical support.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.